Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that introducer needle fractured while in the body. Customer¿s blood glucose was 10 mmol/l. Customer stated that introducer needle was broken off in the packet and never inserted in the body. Sensor will not be returned for analysis.